Manufacturer narrative:
Date sent to FDA: 10/14/2020 additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 03/12/2021. Additional information: a1, a2, b7.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent recurrent right inguinal hernia repair surgery on (B)(6) 2016 during which the surgeon noted the previously placed mesh was free-floating underneath the previous direct repair. A portion of the mesh was trimmed away but further dissection was not undertaken as the mesh was lying right on top of the iliac vein. It was reported that the patient experienced severe pain, mesh revision, stress, and anxiety. No additional information is provided.